Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text: (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2018 , (B)(4) inquired what led up to the complaint. Customer response: cust sts she wanted to go through some t/s for her high. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 400 mg/dl. Patient's current bg: 129 mg/dl. Customer reports the following symptoms related to their high bgs: nausea . Suggested calling hcp and following the guidelines outlined in the IFU, or seek medical attention and call back to t/s. Adv the symptoms they have expressed may be indicative of the possible onset of dka. Inquired if customer would like to stop now and contact their hcp, or if they wish to proceed. Customer response: no this was a week ago. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: extra sets of infusion sets. Using a shot. Customer reports they have not contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: on the 6th and changed it on the 9th . Inf was last changed: the 9th. Based on customer report, customer does not allege pump was under delivering. Customer's outcome pertaining to the complaint: we were okay to stop as she understood her highs. Ship: nothing / return: nothing. Initial notes: cust sts that her bg was up in the 400's, she did end up having to take a shot. Cust sts that her bg was 129 this morning. Mmt-397 lot: 5179770, exp: 3-1-2020, cust sts that when she first changed to this set she didn't use the inserter as it was hard, so she inserted manually and has never had a problem until last week. Inquired what led up to the complaint. Customer response: cust sts that she is having a problem on the last two sets she has used. Cust sts after the second day she has had some high bgs and when she removed it she noticed that there was dried blood in the cannula. Site issues t/s per (B)(4). Type of set in use: quickset. Customer states the site does not show signs of infection. Customer states there is blood at the site. Customer states site is not actively bleeding at time of the call. Expl possible cause of blood at site is that set may have been inserted in a capillary. Set is located one below her waist about 2-3" to the left side of belly button. The other one was on the right side. . Set is located away from irritants. Customer is inserting set properly. Question - is customer on medication that might cause bleeding? Response: baby aspirin. Referred customer to hcp to discuss medications. Customer states there is not blood at the site currently. Adv to insert in subcutaneous tissue. Adv the patient of additional resources available on our website. Adv to change set. Adv to monitor the issue. Customer's outcome pertaining to the complaint: avd cust that since they have blood we don't need them back. Avd cust we would go ahead and rplc them out but we are currently on back order. Additional notes: cust sts that it happened on the 6th and then the 9th. Ship: mmt-397t / return: nothing.